Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover of the monopolar curved scissors instrument was torn. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, arcing was not observed. The mcs tip cover accessory appeared to be properly installed, with no part of the orange surface visible after installation and no evidence of over-installation beyond the orange surface. The installation tool was not used, and no lubricant (such as electrolube) was applied before installing the tip cover. Although the tip cover was found to be torn, no material was missing from the instrument. Overall, the installation and condition of the mcs tip cover accessory were verified as correct, aside from the noted damage to the tip cover.